Event description:
During an electrophysiology procedure this device experienced intermittent continuity. The device was removed and replaced. There is no report of a pt injury. The device is being returned for co's analysis.